Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had experienced an adverse event due to hypoglycemia. The patient answered "yes" to a question asked in online setting asking since your last assessment on (B)(6) 2026, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure? Three outreach attempts were made to gather additional information regarding this event, but at this time no additional information has been provided. If more specific information regarding this incident is provided, a supplemental report will be submitted.